Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a defective tip and plunger clamp in the reported problem area of the pipette assembly. Fse replaced the tip and plunger clamp in position #12. The instrument was tested without further problem and was returned to expected operation.